Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10: medical product - rachet handle catalog #00770102200, lot #unk, serial #unk. G2: foreign - event occurred in australia. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during decontamination or sterilization processing handle was put on incorrectly and jammed. The theatre forced the removal, which broke the ratchet and turning mechanism. The customer managed to get the device off and remove the handle but was not connecting and releasing properly. Rachet handle was not able to perform up and down motion. There was no patient involvement. Due diligence is complete. No additional information is available